Manufacturer narrative:
H3- device evaluation : lens was returned in liquid, inside a vial. Visual inspection found one of the haptics torn. D9: corrected returned to manufacturer date from 14 aug 2020 to 10 aug 2020. Claim# (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
A 12.6mm, tmicl12.6, -15.0/2.0/075 (sphere/cylinder/axis), implantable collamer lens was returned damaged. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.